Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during routine device change out procedure, this right ventricular (rv) lead exhibited high out of range pacing impedance measurements when connected to the new device and through pacing system analyzer testing. The lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.